Manufacturer narrative:
Analysis summary: the analysis results confiremd that the device was returned with the distal tip of the blade broken off. The blade was received. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the thyroidectomy procedure, the instrument stopped working during the procedure. There was no pt consequence. The device will be returned for analysis.